Event description:
Pt had vena cava filter placed on (B) (6) 2009 into ivc. Pt returned on (B) (6) 2010 to have ivc filter removed. Prior to retrieving filter, one of the struts of the filter was noticed to be fractured. The fractured strut is now lateral to the kidney. The pt is getting a CT scan to obtain additional imaging. The ivc filter was retrieved.